Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not power on. Upon evaluation, the charger exhibited a flash memory failure at bga components u102 and u105. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not power on.